Event description:
Information was received indicating that during use of this smiths medical cadd administration set, medication could not be infused, and the pump exhibited upstream occlusion alarm with continuous beep. The reporter also noted that the issue persisted even after switching out multiple pumps. No patient consequences were reported. No adverse effects were reported.